Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 593 mg/dl. Customer also reported that the insulin pump had crack on the backside from where the battery comes in. Customer also stated that the insulin pump had critical pump error. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.